Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID: d-evprop23-29 (lot: 0012294188); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant of the valve, severe paravalvular leak (pvl) was noted and the valve appeared under expanded. As the post balloon dilatation was performed, the patient was rapid paced at 200 ppm. After the valve dislodged during the balloon dilatation, a guidewire was crossed through the first valve. When trying to advance the second valve through the first valve, difficulty crossing the first valve was noted. Per the physician, the cause of death was aortic dissection.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve appeared to be shallow during the deployment attempt; therefore, it was recaptured. During the subsequent deployment attempt, the valve appeared to be significantly under expanded with an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. However, the infold was not recognized and the valve was released. A post implant dilatation was performed three times, which ultimately caused the valve to dislodge aortic mid balloon inflation. Fluoroscopic valve load inspection of the second valve and confirmed a good load. There is no fluoroscopic evidence that a snare was used to secure the dislodged valve during implantation of the second valve. Final angiogram shows evidence of an aortic dissection of the ascending aorta. It was reported that the patient subsequently died. As stated in the instructions for use: potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: valve migration/valve embolization; death; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Pre-implant computed tomography (CT) imaging provided from (B)(6) 2024. Aortic valve appears to be a sievers 1 bicuspid with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc). Aortic valve leaflets and raphe appear heavily calcified. Annulus perimeter is 84.8 mm with a perimeter derived diameter of 27.0 mm suggesting a 34 mm evolut. Effective orifice area at 5 mm measured a perimeter of 88.9 mm and perimeter derived diameter of 28.3 mm consistent with 34 mm evolut. Aortic root angulation is 67°.¿bovine aortic arch anatomy. No ascending aorta dissection. Report review: case report provided from 9/23/2024. Annulus perimeter is 78.1 mm with a perimeter derived diameter of 24.9 mm suggesting a 29 mm evolut. Effective orifice area at 5 mm measured a perimeter of 79.8 mm and perimeter derived diameter of 25.4 mm consistent with 29 mm evolut. Bicuspid with fusion of rcc and lcc. Heavily calcified aortic valve leaflets. Aortic root angulation is 65°. Bovine arch. No ascending aortic dissection noted. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. The valve was implanted at a depth of 3 millimeter (mm) in the left ventricular outflow tract (lvot). Paravalvular leak (pvl) was noted, maybe due to the calcification, and a post bav was performed with a 22 mm balloon. During the post dilation, the valve dislodged up. A snare was used to hold the valve. A second valve crossed the first valve with difficulty and was implanted without complication. Two hours following the procedure, the patient decompensated. An aortic dissection was identified. The patient subsequently died. It was reported that per the physician, the maneuvers while snaring the first valve and going through the valve with a second valve may have caused the aortic dissection.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012275358); product type: 0195-heart valves; implant date ; explant date product ID l-evprop23-29 (lot: 0012245471); product type: 0195-heart valves; implant date ; explant date product ID evproplus-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.